Event description:
It was reported that the patient's device battery longevity is reaching replacement indicators sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that the battery voltage was pre/approaching eri (elective replacement indicators). The weekly trend in save to disk data file (B)(4) shows minimum battery equal to 2.9 to 2.66 volts between 04-aug-2011 and 01-dec-2011, is before device rrt (recommended replacement time) less than or equal to 2.62 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device and have analyzed the data. Analysis indicated that the battery voltage was pre/approaching eri (elective replacement indicators). The weekly trend in save to disk data file (B)(4) shows minimum battery equal to 2.9 to 2.66 volts between (B)(6) 2011, is before device rrt (recommended replacement time) less than or equal to 2.62 volts.